Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Analysis of the device is in process; the results will be forwarded when available.

Event description:
It was reported that the patient's implantable cardiac monitor's battery status depleted in a three month period and was unable to be interrogated. The device was removed. Records do not indicate if the monitor was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) analysis of the device revealed normal battery depletion and the device met expected longevity.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) analysis of the device revealed normal battery depletion and the device met expected longevity.

Event description:
It was reported that the patient's implantable cardiac monitor's battery status depleted in a three month period and was unable to be interrogated. The device was removed. Records do not indicate if the monitor was replaced. It was also noted that the device was implanted after the use before date. No patient complications have been reported as a result of this event.